Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having a sensor discrepancy. The sensor glucose reading was 53 mg/dl while their blood glucose reading was 152 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump was trying to suspend delivery by itself and they were trying to override it. They declined troubleshooting for the threshold suspend. The sensor will be returned for analysis.